Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that, two months after implantation, the implantable cardiac monitor (icm) had eroded through and was protruding from the patient's skin. The device was explanted. No patient complications have been reported as a result of this event.